Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
The patient had an endeavor sprint drug eluting stent implanted into the left cx. 51 months post the index, the patient suffered a stroke. The patient recovered with medication. The investigator assessed that the event was not related to the study stent.